Manufacturer narrative:
H4: the lot was manufactured between (B)(6) 2023. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the calculated flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had half of the liquid left in the device after the expected therapy time of 7 days. The event was further described as "ran for half the time and then stopped". This was observed during patient infusion via a 20g non-baxter catheter. The device contained 5% glucose and 82.37ml 5-fluorouracil to a total volume of 252ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred between (B)(6) 2024 to (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.